Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 125 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to trueresult meter. Back to back blood test performed fasting prior to call produced results of 151 mg/dl using truetrack meter and 100 mg/dl using trueresult. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 173 mg/dl using truetrack meter and 106 mg/dl using treresult meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (time not set): 173mg/dl, (B)(6) 2015, 03:30pm, fasting: no; 240mg/dl, (B)(6) 2015, 09:28am, fasting: yes; 129mg/dl, (B)(6) 2015, 07:01am, fasting: yes; 151mg/dl, (B)(6) 2015, 12:30pm, fasting: no; 121mg/dl, (B)(6) 2015, 07:15am, fasting: yes, adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: use error, inaccurate reference.